Event description:
It was reported that the right atrial (ra) lead had a second revision done due to an unknown problem. The patient's wife informed that there is a recurrent problem with one of the leads. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had a second revision done due to an unknown problem. The patient's wife informed that there is a recurrent problem with one of the leads. No additional adverse patient effects were reported. Additional information indicates the lead presented high impedance measurements, loss of capture (loc), and noise, all suggesting a possible dislodgement. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead had a second revision done due to a fracture. The patient's wife informed that there is a recurrent problem with one of the leads. No additional adverse patient effects were reported. Additional information indicates the lead presented high impedance measurements, loss of capture (loc), and noise, all suggesting a possible dislodgement. No additional adverse patient effects were reported.